Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 7/11/2016 with the following findings: there were multiple ¿no cartridge detected¿ warnings observed in the pump's black box history. A load step malfunction was duplicated during the investigation. During the load step, the piston pushed up until the cartridge reached (B)(4) units. The force sensor calibration was found to be out of specification. The force sensor removed and tested and the resistance value was found to be out of specification. Moisture was observed on the transceiver board and on force sensor plate. Unrelated to the initial allegation, a blue line was observed through the display. The pump was opened and the test display screen operated properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 3 or more times. The alleged issue could not be resolved with troubleshooting. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.